Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit displayed a system error (error code: 800.8000). The issue was discovered at approximately 1pm. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "800.8000 error" could only be confirmed through logs, however it could not be replicated through laboratory testing. Pcu 8015, s/n: (B)(6). An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected components were manufactured by bd. The pcu passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. A review of the logs was conducted, and it was observed that the error code 800.8000 reported by the facility on august 8, 2025, did not show any errors. However, two days earlier, on august 6, 2025, a total of 22 malfunction error codes 800.8000 were recorded between 2:02 pm and 6:59 pm. No infusion was recorded for the date mentioned by the facility (august 8, 2025), nor was any infusion recorded on the date when the malfunction error code 800.8000 was logged (august 6, 2025). The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported '800.8000 error' event could not be determined through laboratory testing. However, it was observed that this error could be recorded in the logs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit displayed a system error (error code: 800.8000). The issue was discovered at approximately 1pm. There was patient involvement, but no harm.